Event description:
It was reported that during a stent placement procedure in the iliac artery, the stent allegedly failed to be released. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided photos show the stent graft still loaded in the sheath. The sample was returned for evaluation, the stent graft was still loaded in the delivery system and could be deployed at regular deployment forces. A long piece of the inner catheter was broken and missing, the disposition is not known but the user was testing the system outside patient which may be a potential cause for the break of the inner catheter. The investigation leads to confirmed results for break of the inner catheter. It was reported that a 9f introducer/ 0.035" guidewire were used for access, there was no severe tortuosity and no calcification of the tracking vessel, the lesion was pre-dilated, and the device was flushed prior to use; the system could be smoothly pushed forward to the lesion and smoothly removed. But failing attempts were made to deploy the stent outside body that were considered sample manipulation potentially leading to damage and inner catheter issue. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding anatomy the instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. The instructions for use further state: "after withdrawing the deployment system, visually confirm that the complete system has been removed. (...) Inner catheter with flared distal end." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.